Manufacturer narrative:
The system had passed all tests when the service was conducted on (B)(4), 2013. A phone call was made by the nurse after the service regarding the nonconforming footswitch cable. A new cable was sent out; however, not changed until after this procedure. The company representative called the customer to follow up regarding the footswitch cable issue. The customer stated they were satisfied that the system was functioning correctly after the footswitch cable was replaced by customer on (B)(4), 2013. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A director of nursing reported a malfunction with a footpedal cable during a cataract with intraocular lens implant procedure, which resulted in switching to a manual cataract removal procedure. The procedure was completed. There is no known harm to the patient.